Event description:
A malfunction was reported on the pump, and the caller noted that the pump screen became dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The customer was instructed to plug the pump into a power source, and the pump's display did turn on. Customer continued to use the pump for insulin delivery.